Event description:
It was reported cement hardens too quickly in the distal femur. A second portion of cement could therefore no longer be administered. Used articles were disposed of intraoperatively. No adverse health consequence has been reported as the result of the event.

Manufacturer narrative:
This is a combination product. (B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The product was not returned but an analysis on a same reference and batch has been performed. The analysis shows that the cement was compliant with the specification. Therefore, the reported event could not be confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding cement paste too short setting time: - 7 complaints (11 products), this one included, have been recorded on optipac 40 refobacin bone cement r-3, reference (B)(4), from jan 01, 2018 to jan 12, 2022. - 1 complaint (1 product), this one included, has been recorded on optipac 40 refobacin bone cement r-3, reference (B)(4), batch az26be2801 since ever. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The following sections were updated : b4, g3, g6, h6, h10. An analysis on a product with the same reference and batch number was performed. A second evaluation of this analysis is expected. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported cement hardens too quickly in the distal femur. A second portion of cement could therefore no longer be administered. Used articles were disposed of intraoperatively. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and health professional - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported cement hardens too quickly in the distal femur. A second portion of cement could therefore no longer be administered. Used articles were disposed of intraoperatively. No adverse events have been reported as a result of the malfunction.